Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with recurrent l5-s1 lumbar disc herniation and underwent the following procedures: 1) revision lumbar laminectomy, facetectomy, complete foraminotomy, l5-s1 with decompression of stenosis 2) posterior lumbar interbody fusion through transforaminal interbody fusion (tlif) approach, l5-s1 3) posterior pedicle screw instrumentation using polyaxial titanium expedium screws,l5-s1 4) insertion of intervertebral biomechanical device using the spacer biomechanical device, l5-s1 5) use of local bone graft augmented with bmp allograft material for purposes of fusion 6) intra laminar posterior fusion l5-s1. As per op-notes,¿ pedicle screws were placed bilaterally at l5-s1. Distraction was applied to the left-sided pedicle screws. Pedicles were skeletonized. The exiting nerve roots were protected. The disk space was then entered using a scalpel. Distraction was applied to the pedicle screws. The disk contents were then evacuated with pituitary rongeurs and endplates were decorticated using curettes. Next, local bone graft augmented with bmp allograft material was then packed into the disk space; and this followed by a intervertebral cage. Distraction was removed and compression was applied across a 5-5 titanium rod. The final tightening using breakoff torque wrench was performed. Lateral x-ray confirmed excellent placement of the cage and the screws. The right hemi lamina l5-s1 was decorticated and bmp with allograft bone was packed for posterior fusion l5-s1.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.